Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed acc. To service manual unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Short circuit in the cable is the possible root cause for the reported failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.